Event description:
It was reported that the inserter could not hold the implants securely during insertion. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. We are unable to determine the cause of the event.